Event description:
The customer reported via phone call that the insulin pump was ran over by a car. The display screen was cracked. The keypad and the drive support cap almost fell off the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with detached end cap, severely scratched display window, peeling damaged keypad overlay, cracked and bleeding lcd glass, scratched and worn case. The drive support disk was inspected and no anomaly was noted.